Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.7 hardware: iphone11.8 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that they had removed the pod from their arm due to a reaction with the pod, which appeared to be hard and filled with pus. The patient consulted with their doctor on (B)(6) 2026. The patient did not visit the hospital or medical center; the consult was a phone call with their diabetes doctor. The patient had experienced tingling in their left hand on the arm the pod was placed. The patient reported the doctor¿s diagnosis was an infection at the pod infusion site. The doctor advised the patient to treat the site with peroxide and apply a bandage. There was no further information provided related to the event or any additional treatment.